Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Performed a visual inspection of the returned item # 00599403214 lot # 62326587 it exhibits signs of being implanted nicked / gouged in the anterior / distal surfaces. The lcck support screw component (00-5994-191-00) has damage to the threads as they are compressed and fractured off all pieces were not returned. No fracture analysis can be performed as the fractured surface was severely damaged. An intraoperative image was provided. The screw was confirmed to be in a upside down position upon opening the joint. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown tibial tray. Unknown femoral component. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient began experiencing pain approximately 4 year post implantation. X-rays showed the locking screw had backed out. The liner was revised 8 months later. It was discovered that the screw had broken off in the stem and the top portion of the screw was floating in the joint. It was noted that the screw was removed from the patient's joint and the bottom half of the screw remained in the stem extension. Attempts have been made and no further information has been provided.